Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00088 ("overtemp" alarm at 43 degree issue). Per technical support, the biomed will check the filters to make sure the flow is not restricted. The biomed confirmed there is some water going through the large tank during rewarm. This cooler heater unit has been taken out of service. The biomed plans on having the field service representative (fsr) come out for repairs. The fsr could not duplicate the reported issue. The customer is only using the cooler heater unit to warm and did not turn on the ice or make an ice block. The fsr performed a preventive maintenance (pm) inspection and the unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. Per the perfusion group, due to the recent issues with heater/coolers the units are decontaminated very frequently with chlorine and monitored to make sure the ph is correct. Pm¿s are performed yearly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was taking longer to rewarm than normal. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.